Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the sponge came loose from the biopsy cap. The procedure was completed with another biopsy cap. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.